Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-09632 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) dystonia and movement disorders. It was reported that the rechecked the system integrity for a potential MRI. The patient is showing a short circuit of 20 ohms on electrode combination 8/9. They do not know if any environmental/external/patient factors may have led or contributed to the issue. The rep just found out the short was present at the most recent battery replacement in (B)(6) 2017. It was present before that surgery. They attempted to clean wires in effort to improve, but no change. The issue is not resolved at the time of the report. It was stated that they were needing to do a head MRI for a potential stroke/clot issues. No surgical intervention occurred. No further complications were reported or anticipated with this event. Impedance results consisted of : c & 8, 469, c & 9, 469, c & 10, 571, c & 11, 1038, 8 & 9, 20, 8 & 10, 636, 8 & 11, 1177, 9 & 10, 636, 9 & 11, 1177, 10 & 11, 1067, c & 0, 720, c & 1, 599, c & 2, 597, c & 3, 693, 0 & 1, 817, 0 & 2, 964, 0 & 3, 1116, 1 & 2, 717, 1 & 3, 940, 2 & 3, 780. Additional information was received from the manufacturing representative indicating that no MRI was performed because it's contraindicated due to the short circuit. No known actions/interventions were taken as they were determining what the next course would be since they could not do the MRI. It is impossible to determine the cause because nobody knew the short existed. The issue is not resolved. The status of the previously replaced battery is unknown.